Event description:
As reported, during tapp procedure the surgeon tried to fixate the 3dmax mesh using sorbafix enhanced fixation device. It was reported that the device would not deploy the first shot properly and it fell into the patient's body. The loose fastener was recovered from patient's body and the procedure was completed with same device. There was no reported patient injury.

Manufacturer narrative:
As reported, sorbafix enhanced fixation device deployed loose fastener and removed from patient's body. The subject device was not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.